Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, there was possible air ingress through the hemostatic valve of the sheath. Additionally, the patient experienced st-elevation during venography of the pulmonary veins. The case was aborted, and the patient was not under general anesthesia. An acute angiography was performed. The patient did not have an extended hospitalization. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files were corrupted in this product event and could not be analyzed. This is a clinical issue encountered during the procedure. No product malfunction reported. Upon visual inspection of the flexcath sheath 4fc12 / 17051-088, results showed the device was intact with no apparent issues. Air aspiration was reproduced when a test arctic front catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; valve was torn. The sheath failed the test due to leaking homeostatic valve. In conclusion, the reported issue (air ingress) has been confirmed through testing. The reported clinical issue (st-elevation) was not confirmed through the testing. The sheath failed the returned product inspection due to a leaking hemostatic valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: there was no intervention required. No serious adverse event reported. If information is provided in the future, a supplemental report will be issued.